Event description:
There was a "leaking" (very small bleeding) after tigerpaw using. The surgeon had to put sutures to seal. There was no additional blood loss due to tigerpaw per surgeon. There was no transfusion needed.